Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer changed the pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level. The customer cleared the alarm and resumed insulin therapy on the pump.